Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was there any consequences to the patient? How the procedure was completed? ¿ the surgeon has used additional vicryl2 sutures. A manufacturing record evaluation was performed for the finished device lot ppbdplt0, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a single knee replacement procedure on an unknown date; and a suture was used. During the procedure, the needle disengaged from the suture while placing the knot on the tightening stage. The needle was found shortly thereafter. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. Additional information was requested.